Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 48 mg/dl. Customer also had blood glucose level of 368 mg/dl. Customer also reported that the insulin pump alarmed motor error. The customer stated that the drive support cap was normal. Customer was assisted with displacement test and test did pass. Customer reported no delivery alarm and event was resolved by changing complete set. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.